Event description:
Hcp reported patient implanted with bilateral stn dbs for pd, leads were implanted in 2003 and ipgs 12 days later. The devices were turned on with good result the following month. Fifteen days later amplitudes were increased and some right sided dyskinesias were noted but still had fairly good control. Six days later patient upon exiting a store, felt "shock like feeling through the entire body" and felt devices had been turned off. The patient's spouse used access control to verify system was off and turned both devices back on. The patient lives two hours from follow up doctor so did not go in for evaluation until after holidays. The patient was seen 7 days later and the system appeared fine however right sided dyskinesias were noted. The patient was admitted into hosp the following month and an MRI was performed noting 1 cm bleed at distal portion of left stn lead. The physicians have not determined what caused the bleed but wanted to note this event. MFR will follow to obtain theft detector info. The pt's spouse also commented that perhaps the exit detector has been amplified due to christmas.